Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air and fluid in line/set) alarm during an unknown cycle of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The nurse stated the patient "was playing around with the hc" and had since been discharged, so it was not possible to troubleshoot. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available.